Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump date and time were inaccurate. Customer stated that they believe their health care professional may have changed the time and date when adjusting the pump settings. Tandem technical support guided the customer through adjusting the pump time and date. Customer had elevated blood glucose levels (532 mg/dl). Customer delivered a bolus to stabilize blood glucose levels.